Manufacturer narrative:
Additional information: section h3, device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture shows a crack-like mark with triangular shape located in the lens mid periphery at 5:30 in relation to the picture orientation. Due to the mark location, it is not expected to cause or contribute to visual distortions/defects in the event the lens remains implanted; however, the definitive clinical impact and the incident root cause cannot be determined from a photograph assessment. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during placement of the intraocular lens (iol), the surgeon observed a black mark on the implant. Despite this observation, the implant was left in place.through follow up, the issue was clarified as a notch and we learnt that it appeared to have been created by the inserter. The patient was not affected by the issue. No further information provided.